Event description:
Customer reportedly received results of 442 mg/dl and 196 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.